Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the patient is allergic to the micropore-surgical tape 2 x 10 yds. The patient contact did not say if he broke out or if it was itchy. No further information was provided. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".